Event description:
On 3-20-2000, erbe sales representative was informed about a perforation by dr. The doctor was using an argon plasma coagulator (apc) model 300 (note: device was used in association with an electrosurgical generator) to coagulate a telangietasia in the right colon. During the procedure the colon wall was perforated (note: the equipment was set at 40 watts with a flow of 0.8 liters per minute). Surgical intervention was required at the time. Pt recovered. Doctor has used the equipment on other pts. Most recently doctor used the equipment with another doctor to ablate an esophegeal tumor on 03/20/2000 with no problems. No further details were provided.